Event description:
It was reported that during an angioplasty procedure, the pta balloon hub allegedly had dislodged from the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. UDI #: (expiry date: 11/2023). Device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The photos shows the inflation luer dislocated from the conquest catheter shaft. Therefore, the investigation is confirmed for the reported dislocated hub as the inflation luer was noted dislocated from the catheter shaft based on the provided photos. A definitive root cause for the reported dislocated hub could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via femoral artery, the pta balloon hub allegedly dislodged from the catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure via femoral artery, the pta balloon hub allegedly dislodged from the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: only one device was involved in this reportable event at the user facility. Additional unused lot samples from the same lot/product catalog number were returned from the customer for evaluation and investigation of this event. The returned lot sample was noted to be sealed with no anomalies. The sterile barrier was opened and the device was removed from the packaging. The device luers were noted to be attached to the device of the returned lot sample. Three electronic photos were provided for review. One photo shows device labeling matching the information entered into track wise. The remaining two photos show the device inflation hub completely detached from the inflation lumen. Evidence of glue looks be seen on one photo, however it is difficult to tell due to the quality of the image. Therefore, the investigation is confirmed for the reported detached inflation hub, as the luer was noted to be detached in the provided photos. A definitive root cause for the reported detached hub could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), g3, h2, h6 (method) h11: h6 (device, result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.